Event description:
Patient reported that four v-go 30 devices fell off. Patient confirmed that the application site was properly prepared with an alcohol prep prior to applying it and that there was no interference with clothing. V-go devices are not available.